Manufacturer narrative:
Event date: estimated based on the aware date of (B)(6) 2020.

Event description:
It was reported via social media that cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. Per the patient, "they tore my heart", during the procedure.

Manufacturer narrative:
B3: event date - estimated based on the aware date of (B)(6) 2020.

Event description:
It was reported via social media that cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. Per the patient, "they tore my heart", during the procedure. It was further reported that the patient went into cardiac arrest.

Manufacturer narrative:
B3: event date - estimated based on the aware date of (B)(6) 2020.

Event description:
It was reported via social media that cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. Per the patient, "they tore my heart", during the procedure. It was further reported that the patient went into cardiac arrest. It was further reported that the patient required open heart surgery.